Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. A review of photo and video from the customer was performed by vp of medical affairs for the further evaluation. According to his evaluation. "It is difficult to give a conclusive result as the filter does not seem to be broken or compromised and is in its open configuration removed from the body as demonstrated in the picture provided. Questions would be, was the filter inserted via jugular or femoral access? If jugular, it could have been an unidentified gonadal vein deployment. Sheath did not return for evaluation, to ensure there was nothing that may have transited out of the sheath with the filter which could account for the legs not opening as they should. The third question is was there any fibrin banding or biological material demonstrated on the filter legs that could account for the filter staying restrained at the deployment site." During the evaluation, specific root cause could not be identified due to presence of multiple variable events leading to the failure mode. The complaint was closed. No corrective required at this time. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
The anchor foot of the filter cannot be opened after being released, resulting in deformation of the anchor foot.

Event description:
The anchor foot of the filter cannot be opened after being released, resulting in deformation of the anchor foot

Manufacturer narrative:
Sample is not available for return. Customer provided image and video for investigation. A follow-up report will be submitted once the evidence has been reviewed.